Event description:
The external pulse generator was returned due to a cracked case. It subsequently tested out of specification at the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of a broken case. Analysis also found that two side bail covers, the ring cover and the battery drawer were broken, that the heart block and lead flex cover were contaminated, one side bail and ring were bent and the battery drawer o-ring was missing.